Event description:
It was reported that far field oversensing on the atrial lead was noted on stored episodes. Reprogramming was performed and the lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had occasional p-wave undersensing during stored episodes a few months later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during an ablation procedure, the physician noted that the patient had atrioventricular dyssynchrony on the left side which was thought to be worsening the patient's heart failure. The right atrial the lead was capped and replaced.